Event description:
Baxter (B)(4) received a report that a 5 ml/hr large volume infusor overinfused during patient use. The total fill volume of 240 ml was infused over the course of 24 hours rather than 48 hours. This implies a 10 ml / hr flow rate, which is 200% of the expected flow rate. The device was filled with a 240 ml solution of 4000 mg fluorouracil in 5% dextrose. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. A functional flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 4.89 ml/hr, normalized flow rate = 5.02 ml/hr, specification range = 4.50 - 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.